Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 8 months after the dental implant was placed in ada site 13 of patient's mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports insufficient bone quality, infection and fistula were noted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 8 months after the dental implant was placed in ada site 13 of patient's mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports insufficient bone quality, infection and fistula were noted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.